Manufacturer narrative:
Electrical testing found an internal short between the ring electrode and right ventricle conductor paths. Internal insulation abrasion under the rv shock coil was noted at 58.0 cm ¿ 58.1 cm and 58.3 cm ¿ 58.4 cm from the connector pin. The insulation abrasion breached the ring electrode cable lumen with one of the etfe coating abraded at this location. Internal insulation abrasion under the rv shock coil was noted at 60.0 cm ¿ 60.6 cm and 62.1 cm ¿ 62.4 cm from the connector pin. The insulation abrasion breached the ring electrode cable lumen, and the etfe coating was intact at these locations. The exposure of the ring electrode cable under the rv shock coil in the abrasion is consistent with the observation from the field of inappropriate shock. Complete x-ray examination did not find any conductor fractures.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient received inappropriate shocks due to right ventricular (rv) lead fracture. The rv lead was explanted and replaced. The patient was stable.